Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was air in the tubing of a clearlink buretrol solution set during infusion. The reporter stated that the set had ¿emptied out and shot air through the tubing.¿ there was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The returned sample was functionally testing by spiking with a solution container and priming. The sample primed and flowed normally with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.